Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2026, the infusion pump generated an occlusion alarm. Upon clinical assessment of the patient, a lump-like swelling was observed under the skin along the catheter tract. Approximately 10 cm of the catheter was removed, at which time deformities were noted in two areas of the catheter. The peripherally inserted central catheter (PICC) had been inserted three days prior to the event. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical intervention was required beyond removal of the affected device and replacement with another device.